Event description:
Highly calcified coronary arteries. During initial part of percutaneous coronary intervention (pci), two passes of orbital atherectomy using csi viperwire. Upon attempt to reposition wire after second pass noted unable to manipulate wire and attempted to withdrawal wire when the hydrophilic tip broke free of wire. Multiple attempts to snare wire after angioplasty. Wire eventually able to be removed in 2 pieces.